Event description:
Report received from the USA state indicating that the device "gauge would not read the psi". It is known the device was used in surgery and that was no pt/user injury. It is not known if medical intervention or a delay occurred during surgery. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).